Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this recently implanted cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely, and a longevity calculation showed approximately 2.5 years remaining after two weeks of implant. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected after the first few days of implant, and this behavior appeared consistent with a gate oxide anomaly. Power consumption increased and left ventricular (lv) lead impedances dropped to less than 200 ohms. Noise was observed on the lv lead, as well. Device replacement was recommended. Subsequently, the crt-d was explanted and replaced, and the lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. The crt-d was retained by the hospital.